Event description:
A malfunction was reported on the pump by the caller, with no notable events occurring prior to the malfunction. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction did not recur. Customer was advised to continue using the pump and to contact support if the malfunction recurred.